Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a no delivery alarm on the insulin pump. Customer's blood glucose was 434 mg/dl. Customer has not treated yet. Customer stated that she already resolved the issue. Customer was vomiting and had large ketones. Customer has not had the infusion set in for one day yet. Customer stated that the alarm occurred previously and it occurred during bolus. Customer stated that the no delivery alarm is recurring. Customer stated that issue has been resolved. Customer stated that the alarm was resolved by a complete set change. Customer was unable to troubleshoot. Customer would like to return the set and reservoir for analysis. Customer had to go on a temp basal.